Event description:
The customer claims that the bag did not inflate fast enough when the pt was in arrest. In treating a pt in congestive heart failure, the customer had to use two bags to get enough air.